Event description:
It was reported the lcsc5 was used during a laparoscopic cholecystectomy. It was reported by the rep that the lcsc5 used with the hp052 locked out during beginning of gallbladder dissection. A solid tone continued despited proper troubleshooting. A second lcsc5 was opened and procedure completed without further incident. There was extended or time by fifteeen minutes.